Event description:
During a circular emission computed tomography study, the table dropped an inch or two and it moved diagonally outward. Patient was on the table, but no one was hurt. Customer hit the emergency stop to terminate the study.